Manufacturer narrative:
(B)(4). Correction "the log was downloaded and reviewed finding errors related to the complaint."

Event description:
The log was downloaded and reviewed finding a pair new alert and failed transmitter error related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported issue of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause was determined to be a low transmitter battery.